Manufacturer narrative:
Solero generator returned to angiodynamics on 18-mar-2019 for service. Additional information received on 29-apr-2019 regarding patient sedation for additional 2 hours. Event was re-assessed for MDR reportability at that time. The solero unit (sn (B)(4)) was returned for assessment and repair. The unit delivered in good physical condition, without accessories, in an angiodynamics case. Functional testing of the solero unit confirmed the error 0001 warning message. The reported complaint description is confirmed. The error 0001 was observed during functional testing. The root cause for the error 0001 was determined to be a defective ronetix card which was replaced. This is the first reported error of this unit for error 0001. This is the first time the ronetix card has been replaced. The unit was tested with the new ronetix card per (B)(4) functional test and met all acceptance criteria. A review of the device history records (service order system) was performed for the reported serial number (B)(4) for any deviations related to the reported defect of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution. The user manual, which is supplied to the user with this unit contains the following statements: "errors are non-recoverable system failures which require the end user to reboot the system. System errors may be the result of a failure that the end user in general has no ability to correct. System errors will be reported with unique error numbers which must be provided to angiodynamics to facilitate troubleshooting. In the event of a system error please make note of the events leading up to the error, record the error number, and follow the on-screen instructions. If such an error occurs, the solero unit will turn off and disable the microwave source, so there is no risk of immediate harm to the end user or the patient. 6.3.2 unrecoverable system errors: any system error other than the coolant fault will be the result of an underlying problem with the system that the user will be unable to correct. In this case, the system will display an error similar to the one shown (example system error 125). The only differentiation will be the error number reported in the status bar. In this event, the user should note the conditions leading up to the error, record the error number, and report this information to the complaint handling department of angiodynamics. See section 12 for contact information. System errors are unrecoverable and the system should be shut down. It is not recommended that the system be restarted for further procedures until cleared by angiodynamics. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
A (B)(6) year old, male patient presented for a microwave ablation procedure. The patient was sedated and the procedure was initialted. At the time of the first ablation, an "error 0001" warning message was displayed on the unit screen. Trouble shooting was performed to clear the warning message. The solero probe was set aside and the procedure was completed with a new of the same device. It was reported the patient was sedated for an additional 2 hours than as considered normal for this procedure due to this event. Prolonged sedation for greater than 30 minutes has been determined to meet the criteria of an adverse patient effect. The reported disposable device has been returned to the manufacturer for evaluation.